Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient wanted to have their device removed because it caused problems when it comes to mris and the device was never effective. Additional information was received from a manufacturer representative (rep) (on (B)(6) 2018) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation who reported that the patient had also reported to the rep that, while their history is "fuzzy," the patient thought the ins didn't work long after their office visit shortly after implant. No patient symptoms were reported. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep): the rep clarified that there was a device issue that occurred a year or so after implant and that the patient still had no hcp to manage their device. The cause of the device not working was not known and had not been resolved. No patient symptoms were reported. No complications were reported or anticipated.